Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had not been happy with the device. The patient reported that it had not been easy to keep it adjusted. The patient reported that when it worked, it worked good but it didn¿t work the same all the time. The patient clarified what she meant by works good or didn¿t work good and stated she was referring to her pain coverage. The patient also reported that when she recharged it, her programs/settings got messed up. The patient reported that it was working good but then after recharging it went charging and went all over the place. The patient reported that she met with a manufacturer¿s representative (rep) once to have it reprogrammed but then as soon as she recharged the ins ¿it gets messed up again.¿ the patient reported that it jolted too strong at times and hurts and it shouldn¿t do that and then she had to turn it off. The patient reported that she had told her healthcare provider (hcp) about the issue but didn¿t state that anything resolved it. The patient reported that she did fall and broke her arm but didn¿t think that would have caused any of these issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they were unable to perform the MRI due to the implant and allergies to the IV contrast. The hcp reported that the cause of the pain coverage changing, jolting and programs getting messaged up was not determined. The hcp reported that the patient¿s first evaluation in their office was (B)(6)2018 and there were no concerns voiced by the patient at the initial visit. No further complications were reported.